Event description:
The event is reported as: the customer alleges that the doctor noticed that the airway was obstructed and decided to review the device and the airway. The doctor noticed that the mask had completely flipped and was obstructing the airway. No report of a pt injury.

Manufacturer narrative:
The device sample was not returned for evaluation at the time of this report.